Manufacturer narrative:
This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was experiencing slow ventricular tachycardia (vt) at a rate less than 170bpm. Over sensing was noted which resulted in one inappropriate shock. Additionally, under sensing was noted; however, the rhythm was slower than the lowest programmable zone. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing slow ventricular tachycardia (vt) at a rate less than 170bpm. Over sensing was noted which resulted in one inappropriate shock. Additionally, under sensing was noted; however, the rhythm was slower than the lowest programmable zone. The system was subsequently explanted. No additional adverse patient effects were reported.